Event description:
A report was received from the FDA in which a patient experienced filter fracture with associated inferior vena cava (ivc) stenosis after being implanted with a cordis trapease vena cava filter. No additional information was provided.

Manufacturer narrative:
The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is being requested and will be submitted within 30 days of receipt. The report was initially received by the FDA as report number mw5108965.

Manufacturer narrative:
The following sections have been updated: b4, g3, g6, h1, h2 and h6. A report by a voluntary medwatch to the FDA indicated that a patient experienced filter fracture with associated inferior vena cava (ivc) stenosis after being implanted with a cordis trapease vena cava filter. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel; this does not represent a device malfunction and may be related to vessel characteristics and/or patient factors. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the very limited information available for review a clinical assessment cannot be made and the events could not be further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. The report was initially received by the FDA as report number mw5108965.